Event description:
A home pt's nurse reported via a baxter sales rep that a home pt's wife called in 2008 stating the pt felt "so full he was going to explode." The pt did not do a manual drain. The pt also complained of pain at the end of the drain cycle. The nurse stated the pt had been trained to do a manual drain when he feels overfilled but had since forgotten the training. On two days later, the pt saw his physician. The pt complained that he felt pain "higher up by his diaphragm" and stated he believed the homechoice machine had damaged his peritoneum by stretching it. The nurse had not reviewed the therapy numbers as of the date of initial contact. During a follow up call to the nurse on the following month, the nurse stated that the pt has been using manuals only since the initial report and has been prescribed a lower volume for therapy. The nurse stated that the prescription will be incrementally increased and the pt should return to the homechoice cycler. The pt's pain has been resolved with this approach. The nurse reviewed the pt's therapy numbers and found that the fill volume on original date was 2500 ml and drain volume approx. 3400 ml. She also stated that there was no damage to the pt's peritoneum. No cause was determined for the pt's report of pain and overfill.